Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out due to normal eri, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced during the procedure on (B)(6) 2016. The patient was in normal condition post-procedure.

Event description:
Correction: the lead was capped and replaced on (B)(6) 2016.